Event description:
It was reported that during a lap. Chole procedure the clips scissored on the cystic dcut. The clip did not cut the vessel. Another device was used to complete the case with no patient conseqeucne.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.